Event description:
It was observed that during the device evaluation, the rigid video scope exhibited distal end damaged, image is not displayed and error b31 occurs. There was no patient involvement.

Manufacturer narrative:
The device evaluation found distal end damaged, image is not displayed and error b31 occurs. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure and failure to follow instructions. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.